Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 30-46 mg/dl. Low bg cause was not known. Customer required third party assistance to address bg. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.